Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. Information was not provided by the customer if the outcome was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient's reported transplant, as well as a direct relationship to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and the device has not been returned to date. If heartmate 3 lvas, serial number: (B)(6) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Although no device related issues were reported, the IFU lists all potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.